Event description:
It was reported that after completion of a da vinci sigmoid colectomy procedure, the da vinci system was undocked from the patient when the surgeon realized he did not get all the diseased portions from the patient. The surgeon decided to perform a traditional open surgical procedure to remove the diseased anatomy. At the time the surgeon made the decision to perform the open surgical procedure, the initial reporter was no longer in the operating room (or), however it was indicated that the entire surgery lasted a couple of hours. On an unspecified date, the patient was released from the hospital, however, the patient later notified the surgeon of complaints of numbness to his left arm. On (B)(4) 2013, intuitive surgical, inc. (Isi) contacted the surgeon. The surgeon indicated that the arm numbness was in the distribution of the median nerve and had since been resolved. There were no other reported post-operative complications. The surgeon reportedly ordered a cervical spine MRI which showed that the patient had a cervical disk bulging in c4 through c7, but there was no direct nerve impingement. According to the surgeon, the surgical procedure lasted 6-7 hours and the patient was not obese.

Manufacturer narrative:
Based on the information provided, isi has not determined the root cause for the post-operative complication experienced by the patient. There were no reports that a malfunction of the da vinci system, an instrument, or an accessory occurred during the da vinci surgical procedure. Isi has reviewed the system logs for the site with a procedure date of (B)(6) 2013. No system errors were found to have occurred during the da vinci surgical procedure. This complaint is being reported due to the following conclusion: the patient complained of left arm numbness and underwent an MRI after undergoing a da vinci sigmoid colectomy and open surgical procedure. However, at this time, the cause of the patient's post-operative complication is unknown.